Event description:
During index procedure, the patient had one endeavor rapid exchanged (rx) drug-eluting stent (3.00 x 18mm) successfully deployed at proximal lad. Approximately 6 months post index procedure, underwent revascularization of proximal lad using three non medtronic stents. Patient was asymptomatic / free of symptoms at 30 day, 9 and 12 month follow ups. Approximately 17 months post index procedure, the patient expired. No autopsy was performed.

Manufacturer narrative:
Results: inherent risk of procedure (death). No device received for evaluation. (B)(4).

Manufacturer narrative:
The patient expired 6 months prior to the previously reported date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.